Manufacturer narrative:
Additional information: no patient involved. Issue identified during testing. Information added to section b5.

Event description:
Additional information: no patient involved. Issue identified during testing.

Manufacturer narrative:
Returned device was received with cracked tank cover. Outdated pcb and power switch. Corroded drain fitting and wear damaged line cord. Stripped interlock block. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer displayed check disposable alarm. No adverse patient effects were reported.